Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient presented with a mechanical failure of his inflatable penile prosthesis (ipp). Tomography revealed an aneurysm in the cylinders at the base of the penile shaft, and the physician suspects erosion. Additionally, the device was not inflating properly, and the prosthesis presents axial instability. A revision surgery has been requested; no additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient presented with a mechanical failure of his inflatable penile prosthesis (ipp). Tomography revealed an aneurysm in the cylinders at the base of the penile shaft, and the physician suspects erosion. Additionally, the device was not inflating properly, and the prosthesis presents axial instability. A surgical procedure was performed to remove and replace the ipp. No additional patient complications were reported.

Event description:
It was reported that the patient presented with a mechanical failure of his inflatable penile prosthesis (ipp). Tomography revealed an aneurysm in the cylinders at the base of the penile shaft, and the physician suspects erosion. Additionally, the device was not inflating properly, and the prosthesis presents axial instability. A revision surgery has been requested; no additional information was provided.